Manufacturer narrative:
(B)(4). On an unreported date, antibiotic treatment was completed. The patient was recovered from the previously reported peritonitis event, was reported to be doing well, and the peritoneal effluent fluid was clear (previously, the outcome was reported as recovering). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date, the patient began treatment with reflin 1 gram (route, frequency, and duration not reported) and fortum 1 gram (route, frequency, and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. The patient was recovering from the peritonitis. No additional information is available.